Event description:
Foot of attachment broken due to tool contact. Device was returned for repair due to broken foot on attachment. No patient impact was reported. No additional information was available on follow up. Medwatch report is being filed due to potential for this type of attachment damage to result in patient injury.

Manufacturer narrative:
The attachment had been in the field for approx. 55 months without any record of repair. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. Based on the usage level of this account this attachment should receive factory level service on an annual basis. There is no record of factory service for this device during the previous 55 months.